Event description:
Procedure type: low anterior rectosigmoidian resection. According to the reporter, the device was used to do the anastomosis, but there was an incomplete cut. So the anastomosis was redone with another device. 6 malformed staples were found at the anastomosis site. The surgery time was also extended.

Manufacturer narrative:
.